Event description:
The initial reporter questioned high results for patients tested for ise indirect na for gen.2 on a cobas 6000 c (501) module that had started on (B)(6) 2019. The customer repeated 5 patient samples at another facility on an architect instrument and all 5 patient samples were discrepant. The initial na results from the c501 module had been reported outside of the laboratory. Patient 1 initial na from the c501 module was 146 mmol/l. The repeat result was 138 mmol/l. Patient 2 initial na from the c501 module was 149 mmol/l. The repeat result was 140 mmol/l. Patient 3 initial na from the c501 module was 144 mmol/l. The repeat result was 131 mmol/l. Patient 4 initial na from the c501 module was 149 mmol/l. The repeat result was 140 mmol/l. Patient 5 initial na from the c501 module was 148 mmol/l. The repeat result was 139 mmol/l. The repeat results were believed to be correct. No adverse event occurred. The na electrode lot number was l4580 and was installed on 12-mar-2019. The field service engineer (fse) replaced the na electrode and calibration and qc were acceptable. The customer repeated the 5 patient samples and received acceptable results.

Manufacturer narrative:
The customer did not complete an ise check after installing the electrode. Product labeling provides the procedure to follow when installing a new electrode. Performing an ise check is part of that procedure. The investigation determined the issue was solved by the maintenance/service action performed by the fse.